Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years and 6 months post implant of this 16mm pulmonary valved conduit in an (B)(6)-month-old pediatric patient, it was reported that the patient developed severe pulmonary stenosis and pulmonary insufficiency with a gradient of 45mmhg. The conduit was progressively dilated up to 18mm in an attempt to implant a transcatheter pulmonary bioprosthetic valve (tpbv) valve-in-valve. A small conduit disruption was noted, and two stents were placed. No additional adverse patient effects were reported.